Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed and duplicated. It was determined that this was due to organic debris, medical matter and corrosion which were clearly observed. This is a typical result of insufficient cleaning after clinical procedures. The assignable root cause was determined to be due to improper cleaning. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a knee replacement surgical procedure, it was discovered that the battery reciprocator device would not accept the blade device, the nose would not rotate and the device did not work properly. According to the reporter, an identical spare device was not available and so the staff had to find battery devices that were charged to use with the competitor's device. As a result, there was a thirty minute delay in surgery. The reporter indicated that the surgery was completed successfully. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.